Event description:
It was reported that the patient's heart rate was in the 30s, which was below the lower rate of the implantable pulse generator (ipg) device. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead exhibited a warning for out of range low impedance and had possible loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.